Manufacturer narrative:
Block e1: boston scientific received this complaint from a healthcare professional via medwatch. Details related to the initial reporter were not provided. Block h6: imdrf device code a0501 captures the reportable event of sling detachment.

Event description:
It was reported that an advantage fit blue system device was used during a transvaginal mid-urethral sling procedure. During placement, the sling broke. No patient complications were reported.